Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: investigation show the patient was not suitable for the procedure. However, the physician judged it would be necessary to treat aneurysm immediately in terms of size. Anatomic constraints in the infrarenal aorta or the thoracoabdominal transition with excessive tortuosity may lead to a loss of pushability and may preclude advancement of the prosthesis into the desired area. Nothing in the description of the event indicates the presence of a device failure. It is believed that the complaint is related to patient condition no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. There was no problem in the access route though, sever tortuosity (about 90 degrees) was observed in descending aorta and aneurysm was confirmed near the left subclavian artery. Though the patient was not suitable for the procedure, the physician judged it would be too risky to perform thoracotomy procedure due to past history of CABG and it was necessary to treat aneurysm immediately in terms of size. After ax-ax bypass and left subclavian artery - left common carotid artery bypass performed, another manufacturer's leg graft (excluder / gore) was placed in the brachiocephalic artery with use of chimmy method, then, zteg-2p-42-216-pf ((B)(4)) was planned to be placed in zone 0. However, since diameter of distal site of the artery was narrow (25 - 27 mm), zteg-2p-32-200-jp was placed from the aneurysm to the tortuous point of the descending aorta as the first stent graft. The physician attempted to insert zteg-2p-42-216-pf up to the proximal site, but the delivery system would not pass through previously placed zteg-2p-32-200-jp. Then, extension devices (esbe-32-80-t-jp & esbe-30-80-t-jp) were placed to stretch tortuosity of the descending aorta. However, zteg-2p-42-216-pf would not advance yet. Then, pull-through method was performed from the right brachial artery. However, zteg-2p-42-216-pf would not advance yet. Since there was a kink observed in the sheath, the device was replaced with zteg-2p-42-162-pf ((B)(4)). However, delivery system of zteg-2p-42-162-pf would not advance either. The physician stopped using tx2 and another manufacturer's stent graft (tag / gore) was used instead. Since tag could advance up to the desired position, the stent graft was placed. Though there was a slight endoleak type ia from tag remained, the physician decided to take a wait-and-see approach. Patient outcome: there has been no adverse effects to the patient reported.